Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one (1) sample was returned with its original packaging, in used condition, and decontaminated. The sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The proximal end female luer connector is observed to be damaged, confirming the complaint. No functional testing was performed. Based on the sample returned by the customer it was not possible to replicate the issue or confirmed as manufacturing process issue, the probable root cause can be incorrect handling. Therefore, the damage likely occurred after the product left manufacturing facilities and was due to improper handling. A device history record (DHR) review reported no discrepancies during the manufacturing of the reported lot number. No actions taken since the failure is not associated to manufacturing process. No actions taken since the failure is not associated to manufacturing process.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that while in use, the the connector was found cracked, which caused leakage of fluid to occur. No patient injury. No additional information is available for this complaint.